Event description:
Boston scientific received information that the battery status of the pacemaker was at beginning of life (bol) but the magnet rate was at 90 paces per minute (ppm) and longevity remaining was less than 0.5 years. About four months ago, the device was getting close to elective replacement indicator (eri). The physician stated that this discrepancy in longevity is an indication of a premature battery depletion (pbd). The pacemaker was explanted and was returned for analysis. A new pacemaker was implanted as replacement. No additional adverse patient effects were reported.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Based on the available data this device meets longevity.

Manufacturer narrative:
(B)(4). The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
Boston scientific received information that this pacemaker had premature battery depletion. The physician had it removed and replaced a new pulse generator. The device was returned back to laboratory for analysis. No additional adverse patient effects were reported.